Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer to reach out to a health care provider to obtain an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.